Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. The device was evaluated by a field service engineer and the customer's reportable malfunction of ''no image displayed'' was confirmed, but the scope communication error (b30) could not be confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image was displayed due to a defect in the base. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the video system center displayed a scope communication error (b30) only with (170 mm endoscopes). The error did not occur with endoscopes that were connected via a light source to (190 mm endoscopes). The issue occurred at preparation for use, for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device will not be returned to olympus for evaluation. The customer requested an onsite visit by a technician. Should additional relevant information become available, a supplemental report will be submitted.